Event description:
It was reported that during the index procedure to treat an aortic dissection measuring over 400mm in length, the stent graft vamf32 32c200tu valcap frefl delivery system became stuck during deployment and the stent could not be deployed. While the physician was initially able to rotate the blue deployment wheel and retract the sheath up to the level of the bare metal stents, the device subsequently became stuck and the wheel would no longer turn, and the sheath failed to retract. Attempts to reverse the wheel¿s direction in order to free the mechanism were unsuccessful. As a result, the device could not be deployed as intended and was removed from the patient. A manufacturing issue was reported as the cause of the device malfunction by the physician. The procedure was completed successfully using a replacement stent graft (vamf3232c150tu, (B)(6), and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis the external slider was partially retracted (approx. 35mm) on receipt of the device. A gap of approx. 8mm was evident between the graft cover and taper tip. A bend was evident to the graft cover. An attempt was made to retract the graft cover by rotating the external slider, however resistance was encountered and the external slider began catching on the screw gear. It was not possible to retract the graft cover by engaging the trigger. Snaking was evident to the graft cover over the stent graft during attempted retraction. The inner member was cut to review the ID of the device. No deformation evident inside the graft cover. No other deformation evident to the remainder of the device. Per pmq request the device was shipped to santa rosa for additional review. The reported deployment/expansion issues could be confirmed through analysis. Flouroscopic review of the stent graft was also performed. Film analysis the reported deployment issues could not be assessed on the pre-implant CT¿s provided; therefore, the exact cause of the event could not be determined. Analysis of the returned films did not reveal any obvious anatomical factors that may have led to the reported deployment event (e.g. Tortuous/angulated anatomy). Procedural angiograms showing attempts to deploy the device were not received for a more thorough analysis of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was confirmed there was no damage to the packaging or delivery system prior to use. The deployment steps were followed per IFU. The external slider is referred to as the wheel. None of the stents deployed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.